Manufacturer narrative:
No sample or lot # info were provided for eval. A review of the incoming quality assurance records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. A review of instructions for use showed the following cautions: to avoid the possibility of drain damage or breakage: do not puncture or perforate drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Drain breakage may require surgical removal. Baseline report previously filed.